Event description:
After a modified radical hysterectomy a double catheter subfascial infusion pump was placed in the closed incision. When the nurse attempted to remove the catheters, the right catheter came out without difficulty. The left catheter broke with 2 cm in length outside her skin. Patient was sent to interventional radiology for removal of the catheter. The catheter was visualized with a CT scan of the lower abdomen and pelvis. The catheter demonstrated a knotted portion which was seen in a shoe string like knotted configuration at the linea semilunaris just deep to the membranous fascia. The catheter was seen to travel medially in the cephalad direction through the left rectus abdominis musculature and exit the muscle but not the subcutaneous fat cephalad to the umbilicus. It was approximately 3.7 cm deep to the skin. Based on the location and the knotted portion of the catheter, removal would likely require surgical incision and exposure. The catheter was not removed in interventional radiology that day. The patient was referred back to the surgeon for surgical removal. There is no further information available as there is no record of the removal at the facility. When the patient was in interventional radiology, she reported a small amount of pain in the region where the catheter was placed.